Event description:
Pulsar generator is causing interference with electrophysiology or equipment such that patient monitoring signals are lost with activation.

Manufacturer narrative:
Product event: (B)(4) method: device not being returned for evaluation. Evaluation code result: device not being returned for evaluation. Conclusion: device not being returned for evaluation. (B)(4).

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in fair condition with minor surface imperfections. No power cord, user manual, nor handpieces were received with unit. Internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Root cause: the pulsar ii is an electro surgery device and, as such, is considered an intentional radiator of rf energy when keyed (via foot pedal or handpiece button activation.) All equipment in the or should be designed to withstand the emi interference generator by the pulsar ii rf generator (per iec 60601 requirements.) The pulsar ii rf generator is functioning as designed. (B)(4).

Event description:
Pulsar generator is causing interference with electrophysiology or equipment such that patient monitoring signals are lost with activation.